Event description:
Reference number (B)(4). Event occurred in united states. It was reported on (B)(6) 2024 that the patient observed occlusion at the insertion site. The infusion set was in use for not more than 72 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. This event occurred on (B)(6) 2024. No further information available.